Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery ipsilaterally. The 100% stenosed de novo lesion was located in the left superficial femoral artery which was severely calcified and moderately tortuous. The physician advanced the 2.5 x 120 x 150 sterling sl monorail balloon catheter to the lesion and inflated the balloon to 14atm, the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).